Event description:
The surgeon attempted to implant a len. The plunger overrode the lens causing it to tear prior to insertion into the eye. No pt contact or injury. The cartridge model that was used was a sfc-25. The facility was unable to provide lot number for the cartridge.